Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary according to the information provided, it was reported via complaint submission tool that during a meniscus re-fixation a truespan meniscal repair system peek 12 degree was out of order. The first back-stop runs well, but when the doctor pushed the hand grip to load the second back-stop, the system did not work anymore/was broken. The complaint device was received and evaluated. Visual observations reveal that the implants were not received along with the needle. When test its functionality, it was observed that the trigger was loose, in that there was no tension on the handle from the spring. The device was opened to review the internal components. As result, the trigger was found broken and disconnected from the latch and from the return spring. The possible root cause for the reported failure can be attributed to excessive force applied to the trigger. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:6l45368, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI (B)(4).

Manufacturer narrative:
UDI: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscus re-fixation procedure, it was observed that thetruespan meniscal repair system peek 12 degree was out of order. The first back-stop ran well, but when the doctor pushed the hand grip to load the second back-stop, the system did not work anymore/was broken. There was a surgical delay of 10 minutes and the customer had to use the competitor's product to fix the meniscus. There were no patient consequences. No additional information was provided.